Manufacturer narrative:
(B)(4). The reported field event of noise could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during implant, noise was observed when the leads were connected to the device. The device was not implanted and was replaced. The patient was stable after the procedure.